Manufacturer narrative:
Device evaluation by MFR: the synergy xd mr ous 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 38mm synergy xd stent delivery system was selected for treatment. However, during unpacking it was noticed that the stent strut was lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 38mm synergy xd drug-eluting stent was selected for treatment. However, during unpacking, it was noticed that the stent strut was lifted. The procedure was completed with another of same device. No patient complications nor injuries were reported.